Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of "z-hyalin" as a viscoelastic and the use of amo 2.8 turn injector which is not a qualified combination to be used with the associated iol model. It is stated in the file that in the surgeon's opinion handling error by surgeon caused/contributed to the event. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow the instruction of company qualified iol delivery system product combinations and alternative viscoelastics. The use of nonqualified combination may result in delivery issues and/or damage. In addition to this, the customer indicated handling error by the surgeon. Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the haptic tore and there was a crack in the optic. The lens was removed during the initial procedure and a suture was used. A backup lens was used to complete the procedure. Additional information was requested.